Event description:
Consumer states brake cable broke, won't hold properly. In speaking with the reporter, it was learned no injury had occurred. The end user has been referred to a dealer for repair of his device. If any further detail is obtained, a supplemental report will be filed.